Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of a broken cutting wire (basically sparks occur) was confirmed. The investigation further identified that the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. A definitive root cause of the was unable to be identified, however, based on the investigation result, a likely factor causing the cutting wire breakage might be the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Furthermore, a likely factor causing tears of the coated portion of the cutting wire might be the following: 1. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that at the beginning of a therapeutic endoscopic sphincterotomy procedure, the endo ther, en knife was broken. There was no harm or injury reported.